Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The devices were returned for inspection and the event was confirmed. The macroscopic examination has shown that the positioning groove of the complained screws is expanded and damaged and thus the proper function is not ensured. In addition, the threaded tip of the connecting screw is broken off and the notches of the wrench are deformed. Based on these findings we have to assume that high applied forces, maybe due to very hard bone, caused these damages. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. The investigation evidence concludes that high applied forces were applied. Thus, the device failure is related to the conditions of use and operational context contributed to this event.

Event description:
It was reported that the connecting screw was found broken during the implant removal surgery. No further information was provided. This is report 1 of 2 for complaint (B)(4).